Manufacturer narrative:
(B)(4). Received additional information from affiliate office that the information reported was incorrect.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information was requested but unavailable: is a photo available of the packaging showing the expiration date and lot number? If yes, please, send the photo. How many devices are involved? Are there 6 cases of 6 devices each for a total of 36 devices? Are the devices available to be returned for evaluation?

Event description:
It was reported that prior to an unknown procedure, there is no damage, just missing data form the lot number. The lot number does not give the right expire date. It gives this date: (B)(6) 1900. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.